Event description:
When lens was inserted, doctor noticed that the haptic had broken off. Lens had to be cut into several pieces and removed.

Manufacturer narrative:
This MDR supplement is being submitted at this time as an outcome of an internal company audit conducted on product complaint handling. It was discovered that a MDR supplement was not submitted to FDA by previous qa/ra personnel, as required. Device evaluation details from qa in (B)(6). The product was not returned, visual inspection was not performed and further information could not be provided. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. (Serial no.: (B)(4) -model 230. Unique device identifier (UDI) number has been added. Corrected device manufacturing date from april 2012 to april 30, 2013.

Event description:
When the lens was inserted, the doctor noticed that the haptic had broken off. The lens had to be cut into several pieces and removed.